Event description:
Boston scientific received information stating: the lead was explanted due to high impedance and high threshold measurements. Dr. (B)(6), (B)(6) hospital (B)(6) event date (B)(6) 2010 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).